Event description:
The customer reported a false positive antibody identification test of one patient with cell #5 of biotestcell-i11. The patient has a known anti-d. The patient sample that had caused a false positive test result was sent to us for investigational testing and the supposedly defective product was returned, too, but only cell #5 of biotestcell-i11 was returned. Because the vial with cell #5 was not closed properly, it has been leaked and was thus depleted upon arrival. Therefore our quality control laboratory tested the patient sample with the retained sample of biotestcell-i11. Cell #5 showed a negative reaction. The retained sample was tested with further controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.